Event description:
It was reported that on (B)(6) 2025, an 8f amplatzer trevisio intravascular delivery system was chosen for a procedure. During procedure, when attempting to insert the release system into the patient's access site, it was observed that the tip was in poor condition, appearing bitten and bulging. Upon noticing the condition of the release system, it was decided to use another one to avoid causing harm to the patient. A new 8f amplatzer trevisio intravascular delivery system was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field showing the material deformation on the tip of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material deformation could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.